Event description:
It was reported that during a lead pull, the patients trial lead was in two pieces.

Event description:
It was reported that during a lead pull, the patients trial lead was in two pieces.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. Damage found on the lead is likely due the use of a surgical tool.